Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after creation of the flap in the right eye, there were sections that the laser did not cut. Per the surgeon, this made it difficult to lift the flap, so he applied force when he lifted it. Subsequently the surgeon noted ruptures on the corneal tissue, which he described as "an island" of stroma. The lasik procedure was completed. Postoperatively, the patient was diagnosed with diffused lamellar keratitis (dlk) and was treated with medication. The event resolved with the treatment. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).